Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s child went to give the patient some medication at 6:00 am. The child noticed the patient was cold, clammy, unable to talk, and felt ¿she was going into a coma¿. The cgm was reading 83 mg/dl and the bg meter was reading 20 mg/dl. The patient¿s child called the ambulance. Treatment provided by the paramedics was not reported. The patient was transported to the hospital and treated with unspecified ¿IV fluids¿. The parent¿s child did not accompany the patient to the hospital. The patient¿s child reported the patient was still at the hospital recovering at the time of report and that it was possible she would be discharged on (B)(6) 2023. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.